Manufacturer narrative:
The device was not received for evaluation at the time of this report; therefore no physical analysis of the device can be performed. A review of the device history records of the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. As noted in the warnings portion of the device instructions for use, "attention should be paid to guidewire movement in the vessel. Before a wire is moved or torqued, the tip movement should be examined under fluoroscopy. Do not torque a wire without observing corresponding movement of the tip. Always advance or withdraw a wire slowly." At this time it is not possible to assign a definitive root cause for this event as reported. If there is any further relevant information provided, a follow up medwatch report will be submitted.

Event description:
It was reported that during ivc filter retrieval procedure, .018 thruway wire broke off inside pt wrapped around ivc filter. The rest of the wire was removed, leaving behind the broken off fragment. Procedure conducted, leaving the wire fragment and ivc filter in place in the patient.